Manufacturer narrative:
Update made to b3 with additional information received from customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the heavily grainy image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings were; light guide had fiber bundle breakage, had 2 echo signal breakage, light guide mount was loose, had minor dents on distal end body, had pinholes in the glue for the distal end body, bending rubber and glue was non olympus, and the electrical connector had been 3rd party repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation a diagnostic endobronchial ultrasound procedure their ultrasonic bronchofibervideoscope had the following reportable event; grainy / poor image quality, doctor was unable to capture a clear image, potential issue with the fiber bundle due to previous 3rd party repairs. Per biomed onsite investigation the following were his findings; heavy pixelation or refraction change when viewing blood, cancer etc. It was noticeable and heavily grainy while the image seems to lighten up or sharpen too brightly when viewing things closely, which caused this distortion. Onsite biomed tried multiple connections / video processors and a loaner bronchofibervideoscope to eliminate it being a system issue. There was no patient harm, procedural delay, or injury and the procedure was completed using the same device.